Manufacturer narrative:
The hospital replaced the flow sensors. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit failed the preoperative checkout. It was further noted that the bellows would not move. There was no report of patient involvement.